Event description:
A pt's head that feel out of a radiolucent mayfield headrest. There was pt injury. No other info provided. Add'l info was requested and on may 06, 2015, the following was received from the distributor. On (B)(6) 2015, a male pt underwent a craniotomy. The surgery was not performed with a stereotaxy device. After completion of the procedure, the surgical drapes were removed and it was discovered that the pt's head was resting on the bar. It was not known how the head slipped out of the headrest. The entire surgical procedure lasted about 2 1/2 hours and it was not known at what point during the surgery the event occurred. The pt had a small laceration on the forehead. Stitches were not needed. The surgeon applied steristrips on the laceration and also where the skull pins were placed on the pt during the procedure. An x-ray of the neck was taken and no problems were noted. Post-operatively, the pt was ok.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.